Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. Technical services (ts) was consulted and provided in-clinic troubleshooting options. No adverse patient effects were reported. This pacemaker system remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pacing impedance measurement of greater than 2000 ohms. Technical services (ts) was consulted and provided in-clinic troubleshooting options. At this time, the manufacturer of the rv lead is unknown. No adverse patient effects were reported. This pacemaker system remains in service.